Event description:
It was reported that during a ptca procedure, the balloon catheter became stuck on the wire. The entire system was removed without incident. It was further reported that during testing outside the pt, the balloon would not inflate. No pt injuries or complications occurred.